Event description:
It was reported that the directions for use that was received stated right, left, then middle with non-dominant hand. The dfu that was needed for the tray was missing.

Manufacturer narrative:
The reported event was inconclusive as no sample was returned for evaluation. A potential failure mode could be ¿incorrect translation / inadequate instructions¿. A potential root cause for this failure could be "missing instructions". The lot number is unknown; therefore, the device history record could not be reviewed. A labeling review is not required due to product code z01 is unknown. Therefore, bd is unable to determine the associated labeling to review. Although the product code is unknown, the catheter labeling is found to be adequate based on past reviews. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the directions for use that was received stated right, left, then middle with non-dominant hand. The dfu that was needed for the tray was missing.